Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Via email: I received a phone call from a (B)(6), and he called regarding the plurex, product 50-7235. He stated that the ¿male portion of the 1 way valve is cracked and leaking¿, and would like information on how to repair, or what he can do. He had no other information about when this happened- only stated that a patient¿s daughter reached out to him regarding the issue. 09mar2020 additional information provided: spoke with (B)(6) who reported the patient was seen last week and the patient's catheter valve is cracked. Patient's catheter was placed on r chest on (B)(6) 2019 at (B)(4) medical center in (B)(6). He requested if a replacement is available. Facility information obtained. Will contact sales team to facilitate ordering replacement valve.